Event description:
Medics were attempting to monitor and assess a pt involved in a snowmobile accident, but the device shut down unexpectedly. Upon arrival at the scene the pt was vital signs absent and the medics had to place the device in a snow-bank where the pt was located and during the pt assessment, the device lost power. The attendant replaced the battery pack with the back-up battery and turned the device back on however, the device continued to inappropriately shut down. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.